Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic problem resulting in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for evaluation related to a separate issue. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the device had no image. There was no patient involvement.